Manufacturer narrative:
Device is a combination product. If implanted, give date: (B)(6) 2011 device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that subsequent to a stenting treatment procedure the patient experienced angina and other complications. The patient reported that a few months after having a taxus liberte stent implanted in her mid right coronary artery (rca) she experienced pain in her "left pelvic area down the inner left thigh to her left knee." The patient also reported that she has been retaining fluid in her lungs. A chest x-ray was performed and blister-like marks were noticed on her left lung. She has seen her cardiologist and the patient reported that her cardiologist does not believe these symptoms are a related to the implanted stent, but is continuing with additional testing to rule it out. The patient further reported that she has another complete blockage in a different coronary location. Per the physician's notes the patient is experiencing "recurrent exertional angina." The patient is taking nitroglycerin in lieu of additional intervention. The cardiologist recommended that the patient see her primary care physician for further testing and diagnosis.